Event description:
Boston scientific received information that this right ventricular (rv) lead had a pacing threshold that increased to greater than maximum device output one week following implant. The pacing impedance had also decreased by more than 500 ohms. A revision procedure was performed and the lead was repositioned. The situation was resolved following the reposition. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.